Event description:
It was reported to phiilips that the allura footswitch had an issue and required for the user to press it several times. The system was in use at the time of the event. No harm was reported. A philips field service engineer (fse) inspected the device onsite and found an issue with the footswitch. Pedal was replaced and system was returned to good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no x-ray during examination. The philips fse analyzed the log file which showed that aep meter was not functioning. This leads to timeouts and probably also x-ray cannot be started while the system was waiting for the aep meter. The cause of the x-ray issue during examination was an electrical problem on hospital and the hospital electrician detected a problem on electrical line during the error on our equipment and confirmed no fault on our system. Upon functional testing, fes inspected the system and confirmed the reported problem. Fse identified that the wired footswitch and the ionization chamber for the dose reading has issue. To resolve the issue, the fse replaced the wired footswitch and nicol no aepm. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.